Event description:
It was reported that, 4 years prior to the report, the patient was refilled by her healthcare provider (hcp) and she was ¿almost killed¿ because the wrong drug was put into the pump. It was unknown whose fault it was, but the patient woke up 3 days after her pump refill in the hospital intensive care unit (ICU) not knowing what happened. The drugs in her pump were ¿way out of line.¿ the patient¿s hcp refused to call the hospital doctors while she was there. The drugs at the time of the event were not reported. However, at the time of the report, the device system was used to deliver baclofen, clonidine, bupivacaine and dilaudid. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n155850, implanted: (B)(6) 2009-, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).